Event description:
It was reported by a customer on (B)(6) 2011, the eye filter received was faulty and an error code was displayed on the laser system. Per the customer, the eye filter unit had a burnt coil.